Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intra-aortic balloon counterpulsation pump (iabp machine) alarms high baseline. The nurse reported to the physician, assisted the physician to follow the instructions and the device was able to return to operation. 30 minutes later, the high baseline alarm was raised again, and the device returned to operation after following the instructions. 20 minutes later, the high baseline alarm was raised again, but the device could not return to operation after following the instructions. After checking: the arterial catheter was clear, the inflatable balloon was also clear, and the bedside chest x-ray showed that the catheter was in position, and the cardiologist was asked to consult with the patient. After assisting the cardiologist to deal with the situation, the instrument was still unable to return to operation, and after contacting the department of medical engineering to replace the iabp machine, the new machine operated normally. Throughout the process, the patient's heart rate was fine. The patient's overall vital signs are okay. " no pateient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of high baseline alarm is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "the intra-aortic balloon counterpulsation pump (iabp machine) alarms high baseline. The nurse reported to the physician, assisted the physician to follow the instructions and the device was able to return to operation. 30 minutes later, the high baseline alarm was raised again, and the device returned to operation after following the instructions. 20 minutes later, the high baseline alarm was raised again, but the device could not return to operation after following the instructions. After checking: the arterial catheter was clear, the inflatable balloon was also clear, and the bedside chest x-ray showed that the catheter was in position, and the cardiologist was asked to consult with the patient. After assisting the cardiologist to deal with the situation, the instrument was still unable to return to operation, and after contacting the department of medical engineering to replace the iabp machine, the new machine operated normally. Throughout the process, the patient's heart rate was fine. The patient's overall vital signs are okay. " no patient injury or consequence reported. The patient's current condition is reported as "fine".